Event description:
It was reported that during a defibrillator change out procedure, the physician noted that lead insulation was damaged. The physician elected to repair the lead with medical adhesive. The lead had normal electrical measurements and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.